Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Post-procedure interrogation of the pacemaker revealed a false elective replacement indicator. It was noted that the device had been exposed to electrocautery. The device was reprogrammed and reset. The patient was stable and had no consequences.